Event description:
A caller reported experiencing a cgm error 42 while using their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.